Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent total vaginal hysterectomy, right salpingo-oophorectomy and cystoscopy due to menorrhagia, mixed stress and urge urinary incontinence, persistently abnormal pap smear low grade squamous intraepithelial lesion, and ovarian solid nodule. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, recurrence, dyspareunia, vaginal scarring, and other. It was reported the patient underwent revision of prosthetic vaginal graft and cystoscopy on (B)(6) 2012 due to vaginal mesh erosion. (B)(4).

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that patient underwent mesh revision due to eroded vaginal mesh on (B)(6) 2012 by dr. (B)(6) at (B)(6).